Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. The customer stated they have replaced the reservoir every day for the past 5 days, but the alarm was recurring. Customer's blood glucose was unknown. The customer stated the insulin pump alarmed no delivery during a fixed prime. The customer requested a replacement insulin pump. The customer agreed to return the insulin pump or analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.